Event description:
The customer reported haze/oil mist. There were no reports of physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment evaluated at customer site. The fse found: unit was emitting odor during cycle. The fse never saw oil mist haze, however, noticed only the smell. The fse replaced the oil mist assembly, catalytic converter, vacuum pump and oil return valve. The fse performed vacuum test, leakback, baratron zero and ran empty chamber cycle. No oil mist haze/smell noticed. System meets manufactures specifications.